Manufacturer narrative:
A device history record (DHR) review was conducted for the reported serial number. The device was released meeting all qa specifications.

Event description:
It was reported by the user site that during a brevera breast biopsy procedure on (B)(6) 2025, system error codes occurred when attempting to perform a biopsy procedure. It is reported that the user site attempted to troubleshoot the situation by rebooting the brevera unit and reseating the handpiece needle; however, the system errors returned. It is reported that the procedure was aborted and the patient was rescheduled after the needle had already been inserted. A hologic field service engineer (fse) was dispatched and determined that the device driver needs to be replaced. The repair is currently pending. No further information is available.